Manufacturer narrative:
Several attempts were made unsuccessfully to collect more information on this case. All that was reported is that a patient underwent a pdc removal on (B)(6) 2023. Complaint trending found that the rate of complaints is within the poc level defined within the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the benefits outweigh the risks. Device evaluation cannot be completed as the as the implant was not returned following removal. It was confirmed that a removal took place but a reason for the removal was not provided. No other anomalies associated with the complaint were found during the investigation. The reason for removal is unknown. The submission is 1 of 1 devices involved in this event.

Event description:
Several attempts were made unsuccessfully to collect more information on this case. All that is known is that a patient underwent a prodisc c removal on (B)(6) 2023.